Manufacturer narrative:
E1 - phone number: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluated by mfg: device will not be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that urostream hydrophilic wire guides did not remain slick and the stents and nephrostomies got stuck on the device. The coating would then peel off in the semi-rigid ureteroscopes while being used during unspecified procedures. It is unknown how many devices had this issue. Additional information has been requested but has not yet been received. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: b5. Corrections: h6, annex f. Investigation ¿ evaluation. It was reported that urostream hydrophilic wire guides did not remain slick and the stents and nephrostomies got stuck on the device. The coating would then peel off in the semi-rigid ureteroscopes while being used during unspecified procedures. It is unknown how many devices had this issue. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information was received 03nov2025. The urostream hydrophilic wire guide must be wetted frequently because they dry quickly. The practice of using the guides is the same as always: they are wetted with sterile saline, but the hydrophilicity of the wire guide did not last long. Unfortunately, this slows down the surgery, and if you don't wet them continuously as they dry, they dry out and peel when in contact with other materials used at the same time. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a complaint history database search could not be completed due to lack of lot information from the user facility. Because adequate inspection activities have been established, cook has concluded that the device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. Cook also reviewed product labeling; the IFU supplied with the device states which includes the following: warnings ¿ the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. Failure to cover the wire guide with solution may lead to difficulty and patient injury when the wire guide is advanced. ¿ to prevent possible tissue damage, care should be taken when manipulating a procedural device over a wire guide during the device's placement and withdrawal. If resistance is felt during device placement, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, remove the wire guide and device as a unit to prevent possible damage and/or complications. Precautions ¿ manipulation of the wire guide requires appropriate imaging control. Use caution not to force or overmanipulate the wire guide when gaining access. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 03nov2025. The urostream hydrophilic wire guide must be wetted frequently because they dry quickly. The practice of using the guides is the same as always: they are wetted with sterile saline, but the hydrophilicity of the wire guide did not last long. Unfortunately, this slows down the surgery, and if you don't wet them continuously as they dry, they dry out and peel when in contact with other materials used at the same time.